Manufacturer narrative:
Pr# (B)(4). A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported that the cable from the defibrillator to the monitor doesn't work. There was no report of pt involvement.